Manufacturer narrative:
(B)(4). At this time, the electrode and s-ICD remain implanted. No additional information is available at this time. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection on their sternal wire. The infection was not close to the electrode and did not affect it. The patient underwent a surgical procedure to treated the abscesses on the sternal wires. No additional adverse patient effects were reported. The s-ICD system remained implanted and in service. Additional information was received several months later from the patient's husband that the physician told them the s-ICD was not working and/or the electrode was malfunctioning. The field representative called the clinic and was notified that the electrode had dislodged. The s-ICD was turned off and the patient has a life vest. It was noted that the patient's ejection fraction seems to be improving and cardiac rehabilitation will re-evaluate her condition before performing any revisions. No adverse patient effects were reported.

Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Several months later, the s-ICD system was explanted as the patient was experiencing chronic pain disorder. It was reported that the explant was an elective procedure due to the patient's condition. No additional adverse patient effects were reported. The s-ICD system is not expected to be returned.